Manufacturer narrative:
H.6. Type of investigation: code b22 - attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed. H.6. Investigation findings for communication/interviews: code c20 - multiple attempts were made to obtain additional patient and case information from the site, but no additional information was provided. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, and endoleak. H.6. Type of investigation: code b14 corrected to code b22. H.6. Investigation findings for analysis of production records: code c21 updated to code c20. H.6. Investigation findings for communication/interviews: code c21 updated to code c20. H.6. Investigation conclusions: code d16 updated to code d15.

Event description:
On an unknown date, the patient underwent treatment of an unknown etiology using gore® excluder® aaa endoprostheses with right sided gore® excluder® iliac branch endoprostheses (ibe). It was reported that, on (B)(6) 2023, the patient presented with acute bilateral leg ischemia from an aortic dissection with an occluded trunk-ipsilateral leg component. On (B)(6) 2023, the patient underwent reintervention. Reportedly, bilateral common femoral artery cutdown was performed and significant tortuosity of the bilateral external iliac arteries with calcified plaque was noted. Due to the vessel tortuosity, access and sheath advancement was reportedly extremely difficult and time consuming. A 23cm 6fr. Sheath was placed over a bentson wire in the patient's left common femoral artery. Resistance was reported at the trunk portion of the aaa endograft system, but the bentson wire and omniflush catheter were successfully passed up beyond the device. Again, significant tortuosity and calcification was noted in the patient's left common and external iliac arteries. It was reported that the physician attempted to advance a 36mm endurant® ii aortic extension cuff on the patient's right side. However, due to the tortuosity and calcified nature of the patient's right common and external iliac arteries, advancement was not successful. Advancement was reportedly attempted bareback which yielded the same result. After multiple attempts, a lunderquist wire was placed into the patient's left groin and the physician attempted to place a 20fr. Sheath (manufacturer unknown). However, due to the nature of the patient's left iliac vessels, the sheath was unable to be advanced. Advancement of the endurant® ii aortic extension cuff was reportedly attempted bareback but was unsuccessful. After multiple attempts to advance the device, it was reported that the patient became hypotensive. Angiogram of the patient's left iliac artery was performed which showed extravasation at the origin of the patient's external iliac artery. The left iliac vessel was also noted to be straightened out. A 16-16-124 medtronic endurant® ii limb was used to cover the extravasation down to the patient's mid left external iliac artery. Residual stenosis was observed at the proximal external iliac artery. An 11x59mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was used at this junction. The vbx was post dilated with a 16mm atlas¿ gold pta balloon. No further extravasation was observed and it was reported that the 20fr. Sheath was easily advanced into the patient's aorta. The 36mm aortic extension cuff was advanced just distal to the patient's superior mesenteric artery with overlap with the trunk-ipsilateral leg component. It was reported that the cuff was placed in a good position, no endoleak was observed, and both legs were well perfused. The incision sites were closed and bilateral 4 compartment fasciotomy was performed on the medial and lateral aspects of the patient's calves. Minimal muscle bulging was observed in the superficial posterior compartments after fasciotomies. Estimated procedural blood loss was 150 ml. There were no further reported issues. The patient was reported as stable. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
B.4. Event description: additional information added. H.6. Health effect - clinical code e0515 remains unchanged. H.6. Health effect - clinical code e2328 added. H.6. Health effect - impact code f1905 remains unchanged. H.6. Component code g04122 remains unchanged. H.6. Investigation conclusions code d15 and code d12 remain unchanged. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, occlusion of device or native vessel, and dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. H.6. Health effect - clinical code e0501 removed. H.6. Medical device problem code a0101 updated.

Event description:
On (B)(6) 2023, the patient reportedly presented with an endoleak or possible dissection which required reintervention. The reintervention was completed using medtronic endurant® stent grafts. The imaging reportedly shows that the patient had received a gore® excluder® aaa device with right sided gore® excluder® iliac branch endoprostheses (ibe). Additional information has been requested but has not yet been provided to gore.

Manufacturer narrative:
Patient weight: this information has been requested but has not yet been provided to gore. Other relevant history, including preexisting medical conditions: this information has been requested but has not yet been provided to gore. Device information: the device lot/serial number was requested but was unavailable. Therefore device information remains unknown. If implanted, give date: date of device implant was requested, but remains unavailable. Concomitant medical products and therapy dates: this information has been requested but has not yet been provided to gore. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.